Event description:
Complainant alleged that during biomed testing the device displayed "defib fault 85", "fault code 36" and "fault code 37" messages. Complainant indicated that there was no patient involvement in the reported malfunction.